Manufacturer narrative:
The pump was received with intermittent response on the down arrow button due to a flattened dome. No display anomaly was noted. The pump also had minor scratches on the lcd window.

Event description:
The father's customer reported that the patient had a display anomaly on the insulin pump. The customer's blood glucose level was 216 mg/dl. The customer father stated that the button are not working well and they worn out. The father customer reported that his son has issues when he sent press the lower button. The father's customer requested to have the insulin pump exchange and delivered between 9 and 10 tomorrow morning. The customer was advised to call back to let him know.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.